Event description:
It was reported that a (B)(6) female patient underwent a right-sided idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and continuous monitoring on intensive care unit. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he believes the patient had a right ventricular outflow tract aneurysm undiagnosed and that is where the perforation occurred. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6), female patient underwent a right-sided idiopathic ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and continuous monitoring on intensive care unit. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3, screening and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). (B)(4).